Manufacturer narrative:
Qn#(B)(4). Evaluation: no parts or recorder strips were returned to teleflex (B)(4) for evaluation. Per the field service report, a "bleed fault (purge failure)" alarm was triggered on the pump during patient use. Teleflex (B)(4) checked out the pump and replaced the pcs assembly. The pcs assembly was discarded. A device history record (DHR) review was conducted for the iap and pcs assembly serial numbers and lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the report of "purge failure" is confirmed by the teleflex (B)(4). The pcs assembly was replaced and this resolved the problem. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of pcs assembly failure could not be determined.

Event description:
It was reported per field service report: symptom - bleed fault. Findings/action taken: pneumatic control switch (pcs) assembly replaced. Pump checked: pass. Software: 2.24fr. Additional information received on 12apr2016 from (B)(4) stated: there was no blood contamination. This is a default purge when using the pump to the patient. There was the replacement of the valve block (pcs). The problem presented with the pump to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - bleed fault. Findings/action taken: pneumatic control switch (pcs) assembly replaced. Pump checked: pass. Software: 2.24fr. Additional information received on 12apr2016 from teleflex (B)(4) stated there was no blood contamination. This is a default purge when using the pump to the patient. There was the replacement of the valve block (pcs). The problem presented with the pump to the patient.